Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute integrity was implanted in the mid lad. Approximately 34 months post index procedure the patient suffered a stroke. A CT scan revealed multiple cerebral infarctions and it was assumed it was caused by septic emboli. The event was treated with medication. The event is unresolved. The investigator reported that the event is not related to the index device.

Manufacturer narrative:
The investigator reported that the stroke event is not related to zotarolimus. It was reported that patient expired approximately 6 months post stroke event. Corrected data: weight in lbs. If information is provided in the future, a supplemental report will be issued.